Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the tip broke off onto the floor during a mastectomy. The case was completed with a second same device. No patient consequence. Device will be returned and replaced.